Manufacturer narrative:
The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis eus ultrasound bronchofibervideoscope experienced a black screen occur during preparation for use. There was no report of patient or user harm since there was no patient or procedure affected by the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned, and an evaluation was completed. During inspection, olympus did not confirm the reported event of no image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Other events found during inspection investigation are the following: due to a dent on distal end, water tightness is lost. Image guide (ig) bundle has a stain and has significant breakages. Acoustic lens is damaged, distal end is shaved and lg lens has corrosion. Due to breakage of lg-bundle, illumination is poor. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Bending tube is damaged. Olympus will continue to monitor field performance for this device.